Event description:
It was reported that the patient presented for follow up with under-sensing exhibited by the implantable cardioverter defibrillator (ICD). There was a possible delay in high voltage therapy due to under-sensing. Programming interventions were made. The patient was stable.

Event description:
New information received indicates that the patient's rhythm was not ventricular fibrillation and that inappropriate therapies were delivered due to the conduction of supraventricular tachycardia.